Manufacturer narrative:
"Material #: 368835; lot/batch #: 4059981. Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing sleeve caused leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the issue of missing sleeve and leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sleeve caused leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the non-patient cannula was missing its sleeve cover resulting in blood leakage. There was no report of adverse impact to patients or users.